Event description:
It was reported that during veno-venous extracorporeal membrane oxygenation for a patient, the cap (luer cap) on the return cannula that was placed on patient's internal jugular came off white patient was being intubated. The cap was replaced with another one and customer continued to use the product. No harm to any person was reported. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
It was reported that during veno-venous extracorporeal membrane oxygenation for a patient, the cap on the return cannula that was placed on patient's internal jugular came off white patient was being intubated. The cap was replaced. Additional clarification was obtained regarding the reported detachment of the luer cap. The customer confirmed that the detached component was the white luer cap. During patient care, the cap became unattached and was initially not located. The catheter opening was manually occluded until another cap was reattached. Once the original cap was found, it was observed to attach securely to a different catheter without issue, as demonstrated in a provided photograph. The product integrity was checked prior to use in the operating room, and no damage to the outer packaging was observed. No clamp was placed on the product at the time of the event. Information regarding flow rate and pressure at the time of the event was not available. Replacement of the white luer cap restored the integrity of the catheter. No resistance was reported during the procedure. The laboratory investigation was not performed since the cannula body was not available for further investigation. Based on the available information, it is not possible to determine the exact cause of the reported failure as the both components (cannula body & luer cap) was used without further problems. The failure has been consulted to the r&d engineer and based on the below information it was decided to monitor the failure: - as customer was able to use the luer cap on other product, - and the hls cannulae body was used without further problem, - and customer was not able to provide hls cannula body back (only the cap was available) for laboratory investigation, - and this cap is a de-montable, adjustable and "to be checked before operation", - and the related 100% controls are in place in production, - and finally the case was found as a single case within last 12 months. The lot number of the product was not provided by customer. Therfore, device history record review could not be performed. Based on the available information, the review of scrap, rework, enhancements and design changes were performed and no abnormalities was found in regards to the reported failure. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the investigation results, since the failure was occurred during treatment and customer needed to replace the cap with other one, the complaint could be confirmed. However, product related influences could not be confirmed as customer was able to use the both (cannula body & luer cap) seperately. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).